Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in may 2015 for a diabetic ketoacidosis. She declined to be transferred to the helpline. The customer's nurse called and said her blood glucose level was around 500 mg/dl. The device was not returned.